Event description:
The customer reported to customer service that power supply for the pump in style had a damaged housing and there was a crack or breach present. She said the adapter is broken and she can see inside it.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, she indicated that after approximately 3 weeks she noticed a crack in the housing by where the screws were. She then witnessed the screw section breaking and not just one side 2 sides which exposed the underlying electronics of the unit. She indicated that she did not see any smoke, fire, flame or sparking from the plug. She stated there were no injuries sustained from the result of the issue. We did received the product back and have evaluated it. A product evaluation did reveal that the transformer housing was cracked open exposing inner electrical circuitry. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops. This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.11 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.11 ohms, which is normal and indicates that the thermal fuse did not blow.